Event description:
On (B)(6) 2010, a respiratory therapist reported fluctuating nitric oxide (no) readings on inomax ds # (B)(4). The respiratory therapist states, there was no harm to pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported fluctuating nitric oxide (no) readings on inomax ds # (B)(4). The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.